Manufacturer narrative:
The oad was returned with the guide wire engaged in the device. Detailed analysis revealed adhered biological material on the driveshaft and crown and on the guide wire shaft located near the proximal spring tip solder bond. Resistance was felt removing the guide wire from the handle assembly. There was additional adhered biological material observed on the guide wire shaft that was located near the driveshaft tip bushing area. There was no other damage observed with the oad, guide wire, or spring tip that would have contributed to the reported complaint event. During functional analysis, the returned guide wire wiped clean and was unable to be reloaded through the area of adhered biological material near the driveshaft crown. The section was destructively removed and the guide wire was then able to pass through the remaining driveshaft and handle assembly. When tested the device spun during all three speeds and functioned as intended with no abnormalities observed. It is hypothesized that the presence of biological material adhering to the driveshaft and guide wire shaft contributed to the oad becoming stuck to the wire. The morphology of the biological material is not known and the exact root cause of the accumulating tissue remains unknown. Examination in the areas of the adhered tissue did not reveal any damage that would have contributed to the accumulation. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the oad became stuck on the viperwire resulting in a procedural delay. The target lesions were located in the proximal to mid anterior tibial (at) artery. The oad became stuck on the guide wire after the final pass of the treatment on the first segment of a vessel. Several troubleshooting steps were taken to dislodge the oad from the guide wire but were unsuccessful. Ultimately, the oad and guide wire were removed together, and the patient was rewired for treated with balloon angioplasty.